Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with unknown mentor breast implant experienced capsular contracture (grade unknown) postoperatively, on an unspecified side. Capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent explantation and replacement with 300cc textured mentor memorygel breast implants, catalog # 3543007, left lot-serial # 5789652-010 and right lot-serial # 5789652-067 on (B)(6) 2008. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.